Event description:
It was reported that the physician advanced the wire over catheter prior to use to patient, but didn't move foward. So separated the wire from the catheter to check and found slightly kinked at the tip of wire. No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one catheterization device for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire was moved inside the needle cannula. The guide wire appears slightly bent which is indicative of damage that resulted from resistance when the end user attempted to pass it through the needle cannula. Dimensional inspection was performed on the cannula. The cannula outer diameter measured .0280" which is within the specification limits of .0280"-.0285" per the cannula product drawing. The cannula inner diameter could not be measured due to the blockage. The kink in the guide wire measured 15mm from the distal tip. Functional testing was performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using spring-wire guide handle". During functional testing , the guide wire was unable to advance as expected. Resistance was met while attempting to advance the guide wire through the needle cannula. Based on the functional testing, the customer reported issue is confirmed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Based on a recent trend for guide wire/ needle resistance for devices within ra-04122 kits, a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the physician advanced the wire over catheter prior to use to patient, but didn't move forward. So separated the wire from the catheter to check and found slightly kinked at the tip of wire. No patient involvement reported.